Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple temperature alarms. Reportedly, the pump was at room temperature. In addition, the customer reported the pump battery charged up to 100% quickly then depleted 30% within one day. The customer's blood glucose level was 230 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.